Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, patient was pre-operatively diagnosed with, l4-l5 and l5-s1 degenerative disc disease. Left sided stenosis. Left leg radiculopathy and underwent following procedures, l4-l5 left sided transpedicular decompression of ne urologic structures. L5-s1 left sided transpedicular decompression of neurologic structures. L4-l5 posterolateral fusion. L5-s1 posterolateral fusion. L4-l5 posterior interbody fusion. L5- s1 posterior interbody fusion. L4, l5 and s1 segmental pedicle screw instrumentation , screws. L4-l5 interbody cage placement. L5-s1 interbody cage placement. Use of operating microscope. Use of local autograph. Use of morselized allographic. Use of bone morphogenic protein to augment fusion. Aspiration of right iliac crest for stem cells. As per op notes ¿I bured out the joint itself and packed half of a small bmp sponge, wrapped allograft and place it into the joint. Then I wanded and exposed the l5-s1 facet joint, corticated it and placed half of a bmp sponge with allograft into this position. I then aspirated the right iliac crest for a total of 10 ml of stem cells in 2 ml aliquots. I mixed this with morselized allograft. At this point I packed my disc space with local autograft anteriorly followed by bone morphogenic protein sponges wrapped in allograft followed by morselized allograft with stem cells. Packed this tightly into the disc space and placed my 14 x 26 mm cage.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.